Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor cannula was missing and also bruise at the insertion site. The customer¿s blood glucose was 150mg/dl. Troubleshooting was done. The sensor will not be returned for analysis.